Event description:
When contacted for follow up information, the healthcare professional indicated that the patient had not returned to their office for a follow up appointment since implantation of the device. Additional information received from the patient reported stimulation in the wrong location that for the past month as they felt the stimulation down their leg and not the intended location of their lower back. If additional information is received, a follow up report will be sent.

Event description:
It was reported that device was not working for the patient, all the electric would go to her feet and legs, which was not helping her back pain. Previous stimulation was helping the patient, but she guessed that the wires moved or something. Subsequent information received reported the patient had stimulation in the wrong location since a reprogramming that occurred approximately one month ago. The patient fell off a pair of steps in the (B)(6) 2011, but stimulation was okay after that incident. She did fall/trip a lot, but she had not had any big falls recently. It was also reported that there was a burning sensation at the device site when stimulation was turned on. This burning sensation had occurred on and off for approximately six months. There had been a few times when the patient thought stimulation was off, but could still feel it. Stimulation has been off for one week. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a reprogramming session with a manufacturing representative (rep). Sti mulation was in the wrong location and the patient met with a rep regarding stimulation not going to the place it was supposed to. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 272450001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).